Event description:
Patient was undergoing a left pneumonectomy for left upper lobe carcinoma. During robot dissection proximally along the pulmonary artery, the vascular stapler misfired. When the stapler was removed, bleeding was noted from the base of the branch. Attempts to control the bleeding were unsuccessful and an open procedure was then performed. There was no injury to the patient and the patient was discharged home the next day.